Manufacturer narrative:
Correction: reported event occurred in (B)(6), not (B)(6) as previously noted in initial report. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Log analysis found that five 3d scans were performed without any interruption. No evidence of the reported issue were found within the logs.

Manufacturer narrative:
Patient information not provided due to sweden patient privacy regulations. During the onsite inspection, the medtronic representative reported that the system was functional; no error was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system would stop during a scan, and the site was unable to perform a successful x-ray as a result. Restarting the system would resolve the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.